Event description:
Pt enrolled into the trial. Perivascular edema reported in the left neck. Index procedure for stenosis in the left ica, treated with 2 stents and complained of discomfort in the left neck in 2008. CT scan was negative and the pt recovered without sequelae. Please reference MDR 2183870-2009-00179 for the other protege rx used in this procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event. The difference in time frame reporting versus the event date is due to the clinical event committee board review of the study events and the failure to notify the MFR of the change in re-classification.